Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-09093. It was reported that shaft break occurred. A synergy¿ drug-eluting stent was deployed to treat the first target lesion located in the left circumflex artery (lcx). After an hour, the patient came back with chest pain. The issue was thought to be in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. After placement of a 6f guide catheter, the lcx and lad were wired. A balloon catheter was then placed in the lcx to use a kissing technique to deploy the stent in the lad. A 3.50 x 16 synergy ii drug-eluting stent was advanced but could not be deployed so the device was pulled back. A balloon catheter was then advanced for predilation and although there was a little resistance, the synergy stent was advanced again and deployed. After the stent was deployed in the lad, the physician attempted to pull the catheter out of the artery and out of the guide catheter but there was no response at the balloon. The balloon came back a little bit, bringing the stent delivery system. It was then realized that the shaft had separated inside the guide catheter. Since the other balloon catheter was still in the lcx, that balloon catheter was brought in to the guide catheter and the balloon inflated to trap the other broken synergy delivery catheter. All devices were removed as one unit. A new guide catheter and new guide wires were advanced to perform intravascular ultrasound (ivus) and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy us, mr, 3.5x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the hypotube partially broke 28mm distal of the hypotube/midshaft bond site. There were also several severe hypotube kinks along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The stent was deployed during the procedure. A visual examination found the balloon was subjected to positive pressure and there was evidence of dried blood inside the balloon body. A visual and tactile examination found that the midshaft broke 28mm distal of the hypotube/midshaft bond site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09093. It was reported that shaft break occurred. A synergy¿ drug-eluting stent was deployed to treat the first target lesion located in the left circumflex artery (lcx). After an hour, the patient came back with chest pain. The issue was thought to be in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. After placement of a 6f guide catheter, the lcx and lad were wired. A balloon catheter was then placed in the lcx to use a kissing technique to deploy the stent in the lad. A 3.50 x 16 synergy ii drug-eluting stent was advanced but could not be deployed so the device was pulled back. A balloon catheter was then advanced for predilation and although there was a little resistance, the synergy stent was advanced again and deployed. After the stent was deployed in the lad, the physician attempted to pull the catheter out of the artery and out of the guide catheter but there was no response at the balloon. The balloon came back a little bit, bringing the stent delivery system. It was then realized that the shaft had separated inside the guide catheter. Since the other balloon catheter was still in the lcx, that balloon catheter was brought in to the guide catheter and the balloon inflated to trap the other broken synergy delivery catheter. All devices were removed as one unit. A new guide catheter and new guide wires were advanced to perform intravascular ultrasound (ivus) and the procedure was completed. No patient complications were reported and the patient's status was fine.